Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 11:40am. According to the csr's documentation, two minutes prior to the start of the reported meter issue, the patient reportedly was not feeling like himself and his cognition was slow. The patient, however, denied receiving any form of medical intervention/treatment after the reported meter issue occurred. During troubleshooting, the csr noted the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strip, and the patient was also using the proper testing technique at the time the reported issue occurred. However, the reported meter issue remains unresolved. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.